Event description:
The end user states the chair pulls up. He states when pulls up to the counter, he states the unit will turn off by itself. He states the unit will work for about 2 hours then will shut down. He states the unit will do that intermittently and has to be shut off then turned back on to reset it. He states the joystick is reading right motor fault. He states sometimes when he turns the unit on, it will jump about a foot forward. He also states the tilt and recline cable doesn't have a proper connection and will occasionally not work.